Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the air alarm sounded with fluid in the tubing. After a reset of the unit, an air alarm sounded again. The customer did not use a replacement air sensor as they went without to finish the case. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Data logs were sent to the MFR for further eval. The manufacturing engineering center (mec) could not duplicate the reported issue.